Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting the dialysis treatment with polyflux 140 h, the patient experienced shortness of breath, increased breathing, wheezing, decreased blood pressure and blood oxygen. During physical examination rale could be heard in the lungs. The patient was given dexamethasone (10 mg intravenously). Subsequently, the patient's symptoms were relieved after resting for 10 minutes. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.